Manufacturer narrative:
On (B)(6) 2017 upon evaluation of the returned device, the balseal on one of the posts is damaged and still intact. Previous reportability has been reversed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The spring on the spacer block is broken.